Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0079590. D.4. Medical device expiration date: na. H.4. Device manufacture date: 3/19/2020. H.6. Investigation: a device history record review was completed for provided material number 301036 and lot number 0079590. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two case boxes. One case box of bulk syringes - non sterile - the label has the expiration date. The other case box with bulk syringes - non sterile - has the label with no expiration date. It has instead of the date: "- -". A review of the label drawing for this product did confirm that it requires an expiration date. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. It could be possible for this defect to occur if the label printer had a malfunction and printed "--" instead of the expiration date and then the defect was not detected in the next processes.

Event description:
It was reported that the syringe 50ml s/t bns packaging was missing the expiration date. The following information was provided by the initial reporter: "we have received this product in the past with expiration date stated on packaging, however, we recently noticed that the exp date has been removed from product."

Event description:
It was reported that 125 syringes 50ml s/t bns packaging units were missing the expiration date. The following information was provided by the initial reporter: "we have received this product in the past with expiration date stated on packaging, however, we recently noticed that the exp date has been removed from product."

Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: b.3. Date of event: (B)(6) 2020. B.5. Describe event or problem: it was reported that 125 syringes 50ml s/t bns packaging units were missing the expiration date. E.1. Initial reporter address 1: (B)(6). E.1. Initial reporter city: (B)(6). E.1. Initial reporter state: (B)(6). E.1. Initial reporter zip: (B)(6).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 50ml s/t bns packaging was missing the expiration date. The following information was provided by the initial reporter: "we have received this product in the past with expiration date stated on packaging, however, we recently noticed that the exp date has been removed from product."